Event description:
The manufacturer was contacted due to a user of a ds2 CPAP alleging she's having issues with the device and believed device is making them sick. Patient states they cleaned tubing and mask with soap and water and cleaned filter with water and soap and changes filters twice a week. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.